Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc were returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, a clear liquid spurted out of the catheter tubing rapidly. A split could also be identified in the catheter tubing. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a 4fr, monolumen PICC catheter was installed on (B)(6) 2024 for the administration of chemotherapy, and the patient tolerated the administration well on the same day. On 10/01/2024, the day the second cycle of chemotherapy was administered, at the time of healing, saline solution was infused to check permeability and an increase in volume was evident at the insertion site. The patient also reported pain at the site; 2 cm was removed and a cut was evident at the height of 1 cm posterior to ¿0¿. The catheter was removed without incident and completely. Treatment had to be started via peripheral venous access while awaiting the installation of a new central device. No patient/healthcare professional harm reported. No exposure of blood/chemotherapy/etc. No other information was provided.

Event description:
It was reported a 4fr, monolumen PICC catheter was installed on (B)(6) 2024 for the administration of chemotherapy, and the patient tolerated the administration well on the same day. On (B)(6) 2024, the day the second cycle of chemotherapy was administered, at the time of healing, saline solution was infused to check permeability and an increase in volume was evident at the insertion site. The patient also reported pain at the site; 2 cm was removed and a cut was evident at the height of 1 cm posterior to ¿0¿. The catheter was removed without incident and completely. Treatment had to be started via peripheral venous access while awaiting the installation of a new central device. No patient/healthcare professional harm reported. No exposure of blood/chemotherapy/etc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.